Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device was leaking before use, as evidenced by fluid in the over pouch. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.